Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety/product/procedure/rupture was received on (B)(6) 2023, with lot number 555976. Based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation observed. Crease fold observed. Wear abrasion observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.